Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 45 mg/dl; cause was not known. Juice/candy were consumed to address bg. As the low bg had been resolved, recommendation was made for the customer to discuss the event with a healthcare provider.